Manufacturer narrative:
Pictures were received for evaluation following biosense webster's procedures. The pictures investigation was completed on 21-aug-2023. According to pictures provided by the customer, the tip was observed with a bumped and dent condition; however, it was not observed broken, these conditions are related to the customer complaint. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: no problem detected (d14) were selected as related to the photo¿s provided. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿tip issue¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿tip issue¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the wire had sliced through the end of the tip of the sheath. Towards the end of the procedure when they were removing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, they notice that the wire had sliced through the end of the tip of the sheath. The bovie pen was used at the end of the wire in order to go transseptal. It was unknown exactly what caused the damage to the tip of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The physician was able to remove it. The procedure ended successfully. Additional information was received. They provided a picture of the sheath with the lot ending in 2204 that was cut at the end. In the gloved hand photos, you can see the wire exiting the sheath through the slit in the side. No internal sheath mechanism was exposed. Does not believe the tip was rough or non-slippery. They did not see any lifted or damaged electrodes. The physician touched a cautery bovie pen to the proximal end of the wire that came with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small in order to go transseptal. The issue of the wire sliced through the end of the tip of the sheath was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the wire had sliced through the end of the tip of the sheath. The bwi product analysis lab received the device for evaluation on 11-sep-2023. The device evaluation was completed on 18-sep-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. According to pictures provided by the customer, the tip was observed with a bumped and dent condition. The damage on the tip could be related to the guidewire leading the dilator to exit thru the sheath¿s distal vent holes during the procedure. However, during a visual analysis in the lab, no damage or anomalies on the device were observed. The soft tip was observed without problems, no bumped or dent condition were observed. The dilator and the guidewire were inserted and no problem were identified. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) .